Manufacturer narrative:
(B)(4). D10: item name: unknown tibia component; associated item number: unknown; lot number: unknown. Item name: unknown femoral component; associated item number: unknown; lot number: unknown. G2: foreign: germany. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient underwent monoslide implantation and remained symptom-free initially. However, approximately five weeks ago, they reported pain and swelling in the left knee joint. Radiological imaging raised concerns of wear and a possible inlay fracture. During the procedure to address this, the inlay was replaced, and intraoperative findings confirmed a fractured inlay with minor wear present. Due diligence is in progress for this event; to date no further information has been provided.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. D10: item name # oxford uni femoral md; item number # 154601; lot # 2791787. Item name # oxford pks cocr size d lm std; item number # 154724; lot # 2747685. Item name # refobacin-palacos r 20; item number # 3019980001; lot # 126bak2906. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had initial left medial unicondylar knee arthroplasty performed. Subsequently, the patient sustained a twisting trauma and presented with pain, swelling, and cracking/crunching in the knee. Five weeks later, the patient was revised due to radiological suspicion of wear and inlay fracture. During the revision, the fractured inlay was confirmed and easily removed. A new inlay of the same size was implanted without complications.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. Product was returned and assessed. Exhibits signs of extreme use (pits, gouges) and confirming complaint has fractured, unable to confirm if all pieces returned due to damage. The bearing was sent for further analysis, which reported that the item returned is a conventional oxford left medial unicondylar bearing surface. The item was implanted for approximately 12 years. The item is separated into two roughly equally sized pieces. No fragments, except for the two pieces, were returned for examination. It was concluded that: the possible delamination on the medial and posterior sides of the bearing is possibly caused by overloading, which potentially could also exacerbate oxidation in the bearing. The possible plastic deformation on the inferior side of the bearing may have been caused by the bearing surface slipping out of place with respect to the tibial tray, possibly leaving some surface area of the bearing unsupported and overloading the supported area. However, the possible timeline of these failure modes cannot be stated with certainty: it was reported that the patient experienced a "twisting trauma" five weeks prior to the revision surgery, which may have contributed to the deformation and/or fracture. It is also possible that embrittlement due to oxidation was present in the bearing at the time of the trauma. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item 12 months prior to the notification date, and no additional related complaints for the reported part and lot combination. Medical records, specifically the revision operation report and discharge summary, were provided and reviewed by a healthcare professional. The review identified that it is recorded that the patient had load-dependent pain in the left knee joint, with cracking and crunching as well as swelling after a twisting trauma 5 weeks ago. Broken inlay easily removed. New inlay of the same size implanted, collateral ligaments are stable. No complications. Broken explanation shows signs of wear and tear. The patient had a full range of motion and pain 1/10, and there was no growth in cultures at the time of discharge. Radiographs were provided and reviewed by a health care professional and were not sent for radiologist review as the medical records provide sufficient dictation of findings. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.